Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed evidence of a short battery life with a voltage drop. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The short battery life issue was unable to be duplicated during investigation. The pump cover was removed to find no further moisture or intermittent conditions to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.